Event description:
Pt had complained of pain at the powerport site for months of chemotherapy with oxaliplatin, but function was normal until (B)(6) 2018. Flow study showed leak proximal to retry to the subclavian vein. When removed on (B)(6) the catheter was found to have a longitudinal break at that area. I am not sure if the device was returned to the MFR or not. Though a powerport, he had not had any power injection such as with CT.